Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received 40 used, empty easypump ii lt 60-30-s without packaging for the following cc-notifications: (B)(4) (MFR # 9610825-2016-00239), (B)(4) (MFR # 9610825-2016-00240), (B)(4) (MFR # 9610825-2016-00241), (B)(4) (MFR # 9610825-2016-00242), (B)(4) (MFR # 9610825-2016-00243), (B)(4) (MFR # 9610825-2016-00244), (B)(4) (MFR # 9610825-2016-00245), (B)(4) (MFR # 9610825-2016-00246), (B)(4) (MFR # 9610825-2016-00247), (B)(4) (MFR # 9610825-2016-00248), (B)(4) (MFR # 9610825-2016-00251), (B)(4) (MFR # 9610825-2016-00252), (B)(4) (MFR # 9610825-2016-00253), (B)(4) (MFR # 9610825-2016-00254), (B)(4) (MFR # 9610825-2016-00255), (B)(4) (MFR # 9610825-2016-00257), (B)(4) (MFR # 9610825-2016-00258), (B)(4) (MFR # 9610825-2016-00259), (B)(4) (MFR # 9610825-2016-00260), (B)(4) (MFR # 9610825-2016-00261), (B)(4) (MFR # 9610825-2016-00262), (B)(4) (MFR # 9610825-2016-00263), (B)(4) (MFR # 9610825-2016-00264), (B)(4) (MFR # 9610825-2016-00265), (B)(4) (MFR # 9610825-2016-00266), (B)(4) (MFR # 9610825-2016-00285), (B)(4) (MFR # 9610825-2016-00286), (B)(4) (MFR # 9610825-2016-00301). The 24 of the received pumps belong to batch 15e07ge231. The other 16 received pumps belong to batch 15f10ge231. The 24 received pumps of batch 15e07ge231 were taken to a visual inspection. The samples were delivered in different conditions (closed white clamps; open white clamps; without white clamps; with or without original wing cap; with or without closing cone of the filling port). We detected one sample with cracks in the filter. The sample was approximately filled up to the nominal volume of 60 ml with nacl 0.9 % and a functional test respectively a leak test was carried out. We immediately detected a leakage due to cracks in the filter. Hence we assess this failure to be justified. At one of the samples the outer shell of the pump was nearly completely cut off by the customer. Other damages were not immediately detected. In addition, the sample was approximately filled up to the nominal volume of 60 ml with nacl 0.9 % and a functional test respectively a leak test was carried out. During the filling process we immediately detected a leakage respectively a hole in the inner elastomeric membrane. The solution spurt out of the pump at that hole. Furthermore, we inspected the pump again but did not found any damages at the outer shell in the area above the damage of the elastomeric membrane. The reason for the damage in the elastomeric membrane is unknown. We have informed our manufacturer accordingly. Detected pin hole on silicone sleeve, causing solution leakage. Leaking at pump due to pin hole on silicone sleeve is a known error pattern and corrective and preventive actions are in progress / have been implemented. At two samples we detected cracks in the li-cones of the filling ports. Due to the crack in the li-cone of the filling port one sample could not be filled (sample was leaking during filling) and therefore it could not be tested. Cracks at the filling port is a known error pattern and corrective and preventive actions are in progress / have been implemented. In addition, 21 samples were approximately filled up to the nominal volume of 60 ml with nacl 0.9 % and a functional test respectively a leak test was carried out with each pump. After opening the white clamp respectively starting the pumps and waiting for 60 minutes 20 pumps were working (solution was running). After starting the pump and waiting for 60 minutes one pump did not work (solution was not running). This pump is blocked. Furthermore, we tested the flow rate of these 20 received sample. Nominal: 2 ml/h. Flow rate after 18 hours (60% of the total running time): between 31.2 ml and 36.2 ml. A fast flow could not be determined. Hence we assess the complaint regarding these samples to be not judgeable. The 16 received pumps of batch 15f10ge231 were taken to a visual inspection. The samples were delivered in different conditions (closed white clamps; open white clamps; without white clamps; with or without original wing cap; with or without closing cone of the filling port). Damages or other deviations were not immediately detected at the pumps. In addition, these 16 samples were approximately filled up to the nominal volume of 60 ml with nacl 0.9 % and a functional test respectively a leak test was carried out with each pump. After opening the white clamp respectively starting the pumps and waiting for 60 minutes 16 pumps were working (solution was running). Furthermore, we tested the flow rate of these 16 received sample. Nominal: 2 ml/h. Flow rate after 18 hours (60% of the total running time): between 34.0 ml and 41.6 ml. The inspected samples are in accordance with our requirements. The easypump ii lt 60-30-s are neither blocked nor do the pumps show abnormal values during the tests of the flow rates. Therefore the reason of complaint is not comprehensible and we assess the complaint to be not judgeable. However, fast flow rate is a known error pattern and corrective and preventive actions are in progress / have been implemented.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device is currently shipping from italy to bbm in germany for investigation. A follow-up report will be provided when the inspection results are available. Reviewed the DHR and there was no abnormality found during in-process and at final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): last (B)(6) some easypump have been implanted with saline solution (60 ml) according to the IFU. The infusion stopped some hourse before than 30 hours, so the drug has been in fuse in less time. Duration 22 hours.